Manufacturer narrative:
(B)(4). The device was returned loosely coiled without a carrier hoop. A guide wire returned inserted within the proximal hub section of the device, blood fm was seen within the device hub. A break in the outer nitinol layer was observed along the catheter shaft, 705mm from the base of the strain hub strain relief. A microscopic examination of the exposed liner as a result of the nitinol break was carried out, no tears or holes in the exposed liner were observed. The inserted guide wire was removed and attempt was made to perform a leak test; however, the device was found to be blocked. An attempt to pass a guide wire through the catheter shaft was made, however the catheter was found to be occluded at both the proximal and distal ends, the cause of this occlusion was again seen to be a blood residue present throughout the catheter. The device was soaked in warm water in an attempt to dislodge the blockage; however, the occlusion remained. No coil was retrieved from the catheter. This blockage was due to heavy blood fm present with in the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, the presence of blood fm within the catheter shaft and hub indicate that a continuous flush was not used throughout the procedure. As stated in the device dfu "it is recommended that a continuous saline flush be maintained between the microcatheter and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen." (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-01468. Reportable based on analysis completed on 20 july 2015. It was reported that the coils would not advance in the catheter. The procedure was indicated for y-90 mapping. The target location was in mildly tortuous vasculature within the patient's liver. The physician attempted to advance a 2d 5mm x 15cm interlock coil into a direxion catheter; however, the coil buckled and was unable to be advanced. When the coil was removed, a piece of material from the coil appeared to have detached inside the catheter. The coil was exchanged for another of the same a 2d 5mm x 15cm interlock. The 2nd coil also buckled and was unable to be advanced in the direxion catheter. The catheter was exchanged for a renegade catheter and the procedure was able to be completed with new coils. No patient complications were reported and the patient's status is fine. However, analysis revealed a shaft fracture.